Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/07/2025, a sales representative reported via (B)(4) that an ar-9831 apollorf i90, aspirating ablators tip broke. This occurred during a case when the metal that attaches to the white plastic bent. This occurred during a case with no effect on the patient.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error in handling the device, causing damage to the functionality of the device¿s features.